Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's ipg was sticking out due to weight loss, causing patient discomfort at the ipg site. Patient also experienced ineffective stimulation with the scs system. Surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issues.